Event description:
The pump was returned with no info provided. The pt is listed as expired in the device tracking system. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.